Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After inserting the orion catheter and aspirating the sheath, more air than usual was drawn. While mapping, saline was leaking from the sheath. Then, the orion was replaced with the catheter and the device was aspirated without issues. The physician commented that the sheath was difficult to steer. The procedure was completed with the same device. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After inserting the orion catheter and aspirating the sheath, more air than usual was drawn. While mapping, saline was leaking from the sheath. Then, the orion was replaced with the catheter and the device was aspirated without issues. The physician commented that the sheath was difficult to steer. The procedure was completed with the same device. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.